Event description:
Additional information was received from the patient. The reason for call was patient stated that 3 weeks after implant, they were walking on a trail and sat down on a weight bench and, when they got up, they thought they sat down in some water. Patient stated later on, they discovered that the surgical site where the implant was put in had started leaking through the incision. Patient said there was no blood coming out, but the water was coming out and it was all puffy and kind of deflated. Agent asked patient if this was normal and patient stated they had already discussed this with their healthcare provider. Patient mentioned that they are retaining, it's working but it could be a little better and they are recording their catheterization. Reviewed therapy information and general programming guidance. Patient also mentioned that the first day the leaking from the incision was really bad, but now it's just a little bit of water if they fool around with it, they can feel it but it's clear and not yellow or green. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the trial seemed to be more helpful than the permanent implant. Patient stated that they were still having quite a bit of retention the last couple of days.  Agent reviewed general use of external equipment and how to increase stimulation. Patient was able to successfully increase stimulation to a level where they could feel it comfortably in their testicles. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they had a follow up appointment with healthcare provider on january 17th. Agent sent email to local manufacturing representative (rep) to notify them of situation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep stated that the patient for the last couple days they had a loss of symptom control and were having more retention.